Manufacturer narrative:
Additional narrative: (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report received. It was reported that the patient had a metal on metal hip replacement installed in 2008. It was deemed successful until 2017 when levels of chromium/cobalt in blood system were elevated. The patient has cataracts in both eyes, rashes occasionally, heart EKG changed dramatically, fatigue and feeling cold during day time. Patient experienced pain and muscle destruction. Doi: (B)(6) 2008 : dor: (B)(6) 2017 (unknown hip) asr.